Event description:
Additional information received advised the patient had their leads explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05447. It was reported the patient's leads had migrated. The issue was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue.